Manufacturer narrative:
(B)(4). Article citation: busch, tobias et al., "learning curve and one-year outcome of xen 45 gel stent implantation in a swedish population."; clinical ophthalmology 2020:14, pages 3719-3733. The article noted there were 113 eyes included. 53 were male and 60 female with an average age of 70.8. Request for further information has been made. Allergan has received no response from the authors. The events of gel stent blockage, device migration, uveitis, keratitis, bleb-related issues, high intraocular pressure, incorrect placement, malignant glaucoma, glaucoma progression, and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "learning curve and one-year outcome of xen 45 gel stent implantation in a swedish population" noted the following adverse events occurring with patients who had a xen®45 gts implanted: shallow anterior chamber was noted in 12 eyes. On day 1, 22 eyes had hypotony with at week 1, 14 eyes, and at week 3 only one eye. All cases resolved. There were 11 cases of choroidal detachment. All ultimately resolved and some required cycloplegic eye drops. In a total of 10 eyes, iris tissue blocked the inner stent lumen. Initial treatment for these was topical pilocarpine, and in some, a laser peripheral iridoplasty and/or neodymium: yag iridotomy. 2 xen®45 gts migrations were noted. In one patient, it was early migration in the anterior chamber and device was explanted. In another the migration occurred months later and implant ceased to operation. 30 eyes total required 1 needling, 7 eyes required needling twice, 7 eyes required it 3 times, 4 eyes required it 4 times, and 1 eye required 7 needling procedures. One patient had fibrinous anterior uveitis which resolved with topical steroids. 1 patient had malignant glaucoma. 1 patient had fibrin in the anterior chamber. 18 patients were reported to have malpositioned stents. 1 patient had persisting hemorrhage in the anterior chamber. 1 patient noted to lose their vision. 1 patient experienced a corneal ulcer. One patient had an avascular conjunctiva and 2 patients experienced conjunctival cyst. One patient had "no passage of aqueous." A patient had an iop of 67 after the 6 month mark and had central visual field extinguished. Conjunctival reconstructive surgery was needed in two patient's due to tenon's cyst causing discomfort, and it was noted the failure rate was 36%. The definition for failure in the study was if the iop was above the patient's target pressure or if additional surgery needed. Included in this an unspecified number of devices never began functioning due to malposition during the initial implant. In 24 eyes secondary options were needed including a second xen being implanted in 8, a trabeculectomy in 9, and ahmed shunt implant in 3, a laser procedure occurring in 3, and for one patient an unspecified procedure took place. The remaining patients who failed due to not reaching the target iop with no noted further surgical procedures.